Event description:
Cement has been mixed in the customer's optivacsystem. Already after 4.5 minutes, it was impossible to squeeze the cement out of the cartridge. This led to a surgery extension of 15 minutes. Cement was neither too cold nor too hot during surgery.